Event description:
After the buffy coat phase, extracorporeal photopheresis (ecp) treatment was started. During ecp treatment, there were air in collect line alarms. The return chamber appeared empty and large air bubbles, the size of a pea, were noted from the return chamber to the return pressure transducer. No visual leakage was noted on the machine or around the tubing. The return line was stopped and clamped. Therakos was contacted. Information was given to rep from therakos. He consulted the lead educator at therakos. They stated: "that since there is no visible leakage and the air in the system is sterile, that it would be safe to proceed." She recommended that we do a manual return after photoactivation is completed. After photo was completed, the treatment abort button was pressed per therakos guidelines. A manual return was used and all blood contents from machine were given. The treatment was completed and the patient tolerated the procedure well. Therakos is requesting that the kit be sent back to them for analysis. Our clinical engineer is aware and will send the kit to therakos.